Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side "deflation."the device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified curved opening on anterior edge. Leak test and microscopic analysis was performed which identified striated opening on anterior edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior edge due to surgical damage.

Event description:
Physician reported right side "deflation."the device has been explanted.